Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the reported issue occurred intermittently when conducting a transaction against a patient from a different unit. The manufacturer tried to determine the cause of the issue, but the issue could not be replicated. The station was upgraded, since then there were no further issues. The system functioned as intended.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Investigation pending, a product support engineer is investigating the root cause of the reported malfunction.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged a user off when retrieving a medication. The customer stated a patient was on the table at the time of the reported event. No other information was released regarding the event. There were no adverse events or injuries reported on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d5, d9, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-sep-2021 to 09-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required es upgrade. A product service engineer confirmed that customer reported the issue resolved after they upgraded the system es to 1.7 to resolve the issue. The system functioned as intended after assessed by the product service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged a user off when retrieving a medication. The customer stated a patient was on the table at the time of the reported event. No other information was released regarding the event. There were no adverse events or injuries reported on this event.